Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, volume variance of 75% was noted. No patient consequences were reported. No adverse effects were reported.